Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; d4; d9 g3; h2; h3; h6. H6: component code: mechanical (g04) - rasp. Product was returned and evaluated. Visual examination of the returned product identified signs of use (worn teeth) and the tip was confirmed to be fractured. All pieces were returned. Dimensional analysis results were within specification. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the rasp file fractured during the surgery. The surgery was delayed for sixty (60) minutes while removing the fractured tip. All pieces were removed from the patient.